Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device unexpectedly reset. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device unexpectedly reset. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device unexpectedly reset. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The initial report with MFR report # 0003015876-2025-01179 and stryker reference# (B)(4), submitted on 06/10/2025, was submitted in error. The issue is not likely to manifest itself in a hazard or function in a manner that would compromise patient safety. The customer reported that their device is in not ready state but there has been no confirmation of a failure to the critical functionality of the device. The unexpectedly device reset hazard was chosen in error. The customer has been provided with replacement device. The customer's device was archived by stryker.